Event description:
On (B)(6) 2011, primary tha was performed with exeter stem. The first revision surgery was then performed with a cement mold due to infection on (B)(6) 2014. A second tha was performed with exeter stem on (B)(6) 2014.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#: unknown_joint replacement_product; cat#: unk_jr; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text: device not returned.